Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. Pump received with erased serial number label noted.

Event description:
Information received by medtronic indicated that the label at the back of the insulin pump was worn out and had insert battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.